Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer reported critical pump error with open book image displayed on the screen. Customer stated that crack observed at the back of the pump. No harm requiring medical intervention was reported. Trouble shooting was performed and customer was advised to discontinue the use of device. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for an alleged critical pump error (open book image) alarm and cosmetic damage located at the backside found on september 23, 2022. Device was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. No critical pump error (open book image) alarm¿noted during boot up. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches. No unexpected critical pump error (open book image) alarm¿noted during the testing. Successfully downloaded history files and traces using thus.¿ successfully downloaded comlink3 file. There were no fatal¿critical¿alarms, or¿three consecutive¿critical handling alarms found in the formatted history file. Critical pump error (open book image) alarm was generated due to rf test failure (code 0x00000045) and main serial flash test failure (code 0x0000004b) in the mutable (intern) bootloader. Suspecting the hw. Device was cut open to perform visual inspection and found corrosion on the electric board , force sensor, motor and vibrator¿assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the backside of the pump. Critical pump error (open book image) alarm was confirmed. Critical pump error (open book image) alarm due to corrosion on the electric board. During visual inspection, corrosion was also found on the force sensor, motor and vibrator¿assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.